Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable resulting in a blood glucose (bg) level of 16 mmol/l. During troubleshooting with technical support, the customer was able to successfully charge the pump using an alternate usb cable.